Event description:
It was reported that the device was used during a laparoscopic appendectomy. It was reported by the rep the surgeon heard a crunch when she attempted to fire the device. The staples did not fire. The staple cartridge was not saved. A second device was opened and used to complete the case. There was no consequence to the pt.